Manufacturer narrative:
Concomitant medical products: 5076-58 lead implanted (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced shortness of breath. The right atrial (ra) lead exhibited undersensing and position check failed. The ra lead remains in use. No patient complications have been reported as a result of this event.